Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot# 30293891m, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent idiopathic ventricular tachycardia (idvt) ablation procedure with thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac perforation requiring no intervention. Caller also reported that when mapping the outflow tract with the thermocool® smart touch¿ bi-directional navigation catheter the patient complained of chest pain. No drop in blood pressure. They then decided to check on intracardiac echo (ice) and they found a small perforation. They then determined that no other medical intervention needed to be provided. The small perforation did not cause any issues. Caller stated all catheters were then removed and the case was not continued. Physician decided to have the patient stay overnight for observation. They monitored in the lab for two hours. Patient remained stable. Physician causality opinion was not provided. No extended hospitalization was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available in the future; the reportability decision will be reassessed.

Manufacturer narrative:
On (B)(6)2020 , biosense webster inc. Received additional information about the patient and the event. It was reported that the patient was male (185lbs/84kg) with history of coronary artery disease (cad) and hypertension and required overnight observation. It was reported that the when the soundstar catheter was plugged into the ultrasound system an error message was displayed that said no transducer. When the catheter was replaced, the issue resolved. The adverse event was discovered during the use of bwi products. No ablation was performed and effusion was noticed during mapping phase of procedure. In the physician¿s opinion, the cause of the adverse evet was procedure based being the ectopy from the area of interest ¿right ventricular outflow tract¿ (rvot). The patient did not require medical/surgical intervention; was kept overnight for observation. The patient required overnight observation a midafternoon, evening & morning echocardiograms. Hospitalization was extended to an overnight hospital stay. Patient had comprehensive lab panel that was within normal limits. Patient fully recovered (no residual effects). No transseptal was performed. 7fr d-f smarttouch nav catheter was used at a flow of 2ml/hr also a 7f decanav was used. No error codes were observed during procedure. Force visualization parameter¿s were graph & vector with dashboard, indicate force value was set from 5-25g. No additional visitag filter were used. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-000723346.